Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. No unexpected off no power, low battery, battery out limit, and failed battery test alarms during testing. Unit motor error alarmed during occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime/compromised force sensor system test, excessive no delivery test or verify excessive no delivery alarm due to motor error alarm. Unit was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, and displacement test. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube window, and cracked case at reservoir tube window corners. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a blank display. Customer's blood glucose level was 98 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.